Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead .product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The patient via a manufacturing representative (rep) reported that there was a shocking sensation. The jolt of uncomfortable stimulation was in the legs and the patient believed it was due to electromagnetic interference (emi). The patient experienced the issue while walking to the car, and in the house. The rep believed the change in symptoms was gradual. The patient also fell in (B)(6) and was hospitalized for some time after the fall. The patient noticed the environmental changes to stimulation after the fall. It was noted that the patient's relevant medical history includes non-malignant pain and failed back surgery syndrome. The rep met with the patient on (B)(6). The patient reported the jolting sensation happened in very specific spots and areas, such as the hallway in her housing unit, the air conditioner near the door and it doesn't occur when the ac unit is off, when she walked to the front desk at the doctor's office near the computers, and in certain areas where she passed a spot during walks with her husband. The jolting sensation would start and stop at very specific spots in time, and the jolting feeling covered her feet, legs, butt, and low back, where stimulation was normally felt. The intensity of the jolt was always the same, it did not vary with position or locations. The rep ran an impedance check and her leads looked good. The rep palpated the battery and could not reproduce the jolting feeling, helping to try to rule out a fluid short. X-rays had been done last week and showed that the right lead migrated down about 1 electrode, but the lead was not touching the other lead in any spot. The patient's coverage was good and the coverage had not changed. The patient had adaptive stim (as) set up and she was not aware of the upright/mobile setting. When the rep interrogated the battery, the upright setting was 2.0 and 2.0 on programs 1 and 2, and her upright/mobile setting was 4.2 and 3.89 respectively. They then reset the upright/mobile setting to the same as upright. The patient was going to try this with the hope that she was noticing the jolting issue when the upright/mobile kicked on and felt much stronger. The patient was going to call the rep in about a week after trying the new as settings. At that time she was going to try turning the device off to see if she was still feeling the same jolting. The patient did not want to turn the device off if possible because the device drastically helped her pain, and she had a very had time if it would be off. The rep later reported that after setting the upright/mobile to same intensity as upright, the patient reported the issue had resolved.